Manufacturer narrative:
Additional information refelected in section b5 correction in h6 health impact effect code the event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Additional information: before the surgery, the user checked the unit and found that there was no image output. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the technical examination of the returned product confirmed the fault described by the customer. Following defects were found: ---led flashes. ---no image. ---camera insert damaged. ---circuit board defective. ---button damaged/defective. The damage identified by the manufacturer is attributable to improper use. The damaged camera insert and a defective circuit board, which is attributable to excessive force, are the cause of the fault described by the customer. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the wire is depressed. There is no image." No negative impact in state of health reported.